Manufacturer narrative:
Patient identifier and weight are unknown. Date of post-operative breakage is unknown. Additional product codes for this report include hwc. (B)(4). Procedural dates (both implant and explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that four (4) 2.4mm titanium locking screws broke post-operatively. As a result of the breakage, the patient was returned to the operating room for explant. Details surrounding the procedure and the patient outcome are unknown. Concomitant device(s) reported: plate (part/lot numbers: unknown, quantity: 1). This report is 3 of 4 for (B)(4).